Manufacturer narrative:
Device passed displacement test. Device received with overlay scratched, cracked keypad overlay, and scratched lcd window making it hard to read menu.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump display was not readable. The customer¿s blood glucose level 7 mmol/l at the time of the incident. The customer also stated that insulin pump had scratches on screen. Customer assisted with troubleshooting. The insulin pump will not be returned for analysis.